Event description:
It was reported that patient presented with undersensing of their atrial flutter rhythm on their right atrial lead which resulted in over-pacing. It was re-confirmed via electrocardiogram that the patient was in atrial flutter. Programming changes were performed to addressed the issue. The patient was in stable condition.